Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR): the product code 82-3842 with lot 3857155, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, it was noted that the proximal connector was missing and not returned also needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. A connector was attached to the valve for investigation. The needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the occlusion issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The root cause for the issue reported by the customer is probably due to biological debris and protein buildup interfering with the valve mechanism.

Event description:
A physician reported underdrainage from a hakim valve. The valve was implanted in the patient due to cerebral hemorrhage via ventricular peritoneal shunt on an unknown date with an initial setting of 60mmh2o. Ventriculomegaly was confirmed. The setting pressure was changed from 60mmh2o to 30mmh2o without an improvement in symptoms. Underdrainage was observed. On february 2, 2021, the patient was taken back to the operating room; the valve was removed and replaced. The patient continues in follow-up. No further information was provided by hospital.